Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and an out of insulin alarm (alarm 8) occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide further information regarding the event. Reportedly, the customer loaded a new cartridge successfully.